Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crtp) device is exhibiting variable pace impedance measurements on this right ventricular (rv) lead. The measurement values were noted to be stable in the 400 ohm range then suddenly increased to 851 ohms recently and have been variable since that time. The impedance measurements have remained within normal specification limits. There is no noise noted on stored episodes or presenting electrograms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is potentially due to a device header spring contact issue. Ts provided guidance to continue to monitor and when the patient is in the clinic, perform isometric and pocket manipulation testing while checking impedance measurements. Ts also indicated to consider programming the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).